Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, component migration, aneurysm enlargement, and endoleak.

Event description:
On (B)(6) 2015 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that, on (B)(6) 2019, the patient presented with abdominal pain. A computed tomography angiography indicated that the trunk-ipsilateral leg component had migrated distally at least 2cm. Aneurysm enlargement (amount of enlargement unknown) was also reported. The cause of the aneurysm enlargement was reportedly suspected to be a proximal type I endoleak. However, the angiography was unable to confirm an endoleak. It was noted that the physician suspected that dilation of the patient's aortic neck had led to the device migration, and that the device migration caused the suspected proximal type I endoleak and subsequent aneurysm enlargement. Reportedly an aortic extender endoprosthesis was implanted in the proximal trunk of the trunk-ipsilateral leg component to treat the aneurysm enlargement. There were no further reported issues. The patient tolerated the procedure.